Event description:
Related manufacturer reference numbers: 2017865-2024-39358 it was reported that the patient presented with noise over-sensing exhibited on the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. No intervention was performed. Patient condition was stable.